Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2020, he/she received a sensor scan result of 72 mg/dl and experienced abdominal pain and chest pain. Customer had contact with an hcp who obtained a reading of 147 mg/dl on their device, and diagnosed the customer with hyperglycemia and provided intravenous fluids and "40 drops" of luftal as treatment. Customer additionally reported that on (B)(6) 2020, he/she received a sensor scan result of 'lo' (reading <40 mg/dl) compared to a reading of 139 mg/dl obtained on an unspecified blood glucose device. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.